Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15121362 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization of an unknown target site, after two coils were successfully placed in the target site, the orbit rdfl complex mini coil (638mf0410) was used for the procedure. The coil could not be detached at green zone. Although the syringe was changed, the coil still could not be detached. The coil was changed to other orbit coil (complaint product, same catalogue/lot). The other coil 638mf0410 also could not be detached at green zone. The coil was changed to other new coil (detail unknown). After the event one of syringes was utilized with two other coils. Prior to the failure to detach, two other coils were detached with the syringe. No damages were noticed on any of the syringes. Prior to the failure to detached, the syringe was taking past the green zone, position 3, and the alternate/red zone was not used to detach the coils. A dedicated saline source was utilized to fill the syringes. No leaks were noticed on any of the connections or damages on the hub of the coil delivery systems. After removal were any other damages noticed on the delivery systems (kink, bend, fracture, separated, etc), coils (unraveled, stretched, kink, bend, fracture, separated, etc), or syringes, and the coils remained attached to the delivery systems. The products were discarded at the hospital. The vessel was not calcified and not tortuous. The procedure was completed with other products successfully without any adverse event.

Manufacturer narrative:
During a coil embolization of an unknown target site, after two coils were successfully placed in the target site, the orbit rdfl complex mini coil ((B)(4)) could not be detached when the trufill dcs syringe (syringe) was pressurized to the green zone. Although the syringe was changed, the coil still could not be detached. The coil was removed still attached to the delivery system and was changed to another orbit coil (same catalogue/lot). This other coil ((B)(4)) also could not be detached at green zone. The coil was removed still attached to the delivery system and changed to other new coil (detail unknown). The alternative detachment method/pressurization to the red zone was not used to detach the coils. No leaks were noticed on any of the connections or damages on the hub of the coil delivery systems. After removal no other damages were noted on the coils or syringes. After the event one of syringes was utilized successfully with two other coils. Prior to the failure to detach, two other coils were detached with the syringe. The procedure was completed with other products successfully without any adverse event. Prior to the failure to detached, the syringe had been taken past the green zone, position 3. A dedicated saline source was utilized to fill the syringes. The vessel was not calcified and not tortuous. The products were discarded at the hospital. A review of the manufacturing documentation associated with this orbit lot presented no issues during the manufacturing process that can be related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. The trufill dcs syringe IFU precautions that exceeding zone #3 (green zone) could cause syringe damage. If zone #3 is exceeded, the syringe should not be re-used for additional coil detachments. Additionally the trufill dcs orbit IFU outlines that if embolic coil detachment is not confirmed, after pressurization to the green zone, proceed to the alternative coil detachment method which outlines to increase the pressure in the syringe by rotating the syringe knob clockwise until the gauge indicator reaches the end of the red zone. Without the return of the devices for analysis no conclusion can be made; however, procedural factors may have contributed to the reported event. Review of lot 15121362 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.